Event description:
Boston scientific received information that the patient with this device and left ventricular (lv) presented to their clinic with complaints of not feeling well. Upon device interrogation, lv lead impedance was noted to be very inconsistent, ultimately reaching greater than 2,000 ohms. There was no capture in tip to ring configuration. A lead fracture was suspected. A lead revision procedure was performed where the lead was explanted and replaced. There were no additional adverse patient effects reported. The device remains actively implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.